Event description:
It was reported that during a gastrectomy procedure, after firing the device, the pt was bleeding. The pt lost about 800cc of blood and did require a transfusion. The user found two staples that were malformed. Hand sewing was used to complete the procedure. Or time was delayed approx two hours. The pt was doing well after the procedure with no further consequence.